Event description:
It was reported to tyco/kendall healthcare on 11/04/05 that a customer had a problem with the kendall dual lumen PICC catheter. The customer states "a hole developed in the PICC below the butterfly stabilizing wing."